Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, evacuation of the right ventricular (rv) lead from the fixed position was noted. It took almost thirty turns to retract the helix for repositioning. After repositioning, the helix would not extend. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.